Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 0314070, medical device expiration date: 30-nov-2025, device manufacture date: 09-nov-2020; medical device lot #: 1033789, medical device expiration date: 28-feb-2026, device manufacture date: 02-feb-2021; medical device lot #: 1067156, medical device expiration date: 31-mar-2026, device manufacture date: 08-mar-2021. Investigation summary: a complaint history check was performed and this is the 1st related complaint for leakage on lot # 0314070. A review of risk management 150rmn-0001-16 revision 15 indicates that the potential risk of this specific reported incident (syringe, leakage) was captured and addressed. Customer returned ((B)(4)) 3/10cc, 8mm, 31g syringes ((B)(4) in sealed poly bags, (B)(4) loose marked as questionable by the customer) with the shelf cartons from lot # 0314070. Customer states that there is leaking between the plunger wall. Thirty out of (B)(4) loose samples were tested and all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch # 0314070 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. A complaint history check was performed and this is the 1st related complaint for leakage on lot # 1033789. Customer returned ((B)(4)) 3/10cc, 8mm, 31g syringes ((B)(4) in sealed poly bags, (B)(4) loose) with the shelf carton from lot # 1033789. Customer states that there is leaking between the plunger wall. Thirty out of (B)(4) samples were tested and all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch #1033789. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200939151] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure a complaint history check was performed and this is the 1st related complaint for leakage on lot # 1067156. Customer returned ((B)(4)) 3/10cc, 8mm, 31g syringes ((B)(6) in sealed poly bags, (B)(6) in an open poly bag) with the shelf carton from lot # 1067156. Customer states that there is leaking between the plunger wall. Thirty out of (B)(6) samples were tested and all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch #1067156. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that leaking occurred between the plunger and the syringe wall while using bd insulin syringes with bd ultra-fine¿ needle. No patient impact reported. The following information was provided by the initial reporter: leaking between the plunger and syringe wall.